Event description:
It was reported that the implantable neuro stimulator (ins) was explanted because it suddenly stopped working and the pt experienced a return of symptoms. After replacement of the pulse generator, the pt symptoms had stopped. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).